Event description:
The pt was having a coronary stent placement in the cath lab, when the cardiologist attempted to remove the guide wire after placing the stent, he could not. The pt came to the o.r. For CABG, ligation of atrial appendage and removal of the guide wire. The pt was placed on bypass and the right coronary artery was opened, the stent was removed and the guide wire was able to be removed through the right femoral artery.